Manufacturer narrative:
(B)(4).

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The pump was subsequently explanted..

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, confirming the alleged issue. Operation of the pump reservoir function was checked by filling the reservoir with 20ml of sterile water for injection and allowing the reservoir's pressure to return the fluid into the syringe. The reservoir was refilled and the cap was flushed with 5ml of sterile water. The pump was programmer with a flow test over a twenty-four hour period. The dispensed volume was 0.0ml. The top cover of the pump was machined off and the valves' "pull open / hold open" currents were measured. The results showed that the current required to pull open both the inlet and outlet valves exceeded the design specification for the valve. Internal complaint number: (B)(4).

Event description:
Sales representative contacted technical solutions to report an underinfusion volume discrepancy. The expected volume was 4.5ml and the actual aspirated volume was 18ml. The patient did experience a fall recently due to an aneurysm and it was reported that the patient has lost 20 pounds in 5 weeks. Approximately a week and a half after the volume discrepancy was alleged, the patient stated that their pain level was good. A few weeks later, a catheter dye study was performed and the catheter was determined to be okay. A week after the study, the medication volume was checked and there was no discrepancy identified. Pump was explanted.